Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (concentration and dose unknown) via an implantable pump for spinal pain. It was reported that the patient had an infection soon after his last pump implant. The patient's pump system was removed and discarded. There were no environmental/external/patient factors that may have led or contributed to the issue. The infection was treated, which was resolved. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient's weight and medical history were asked, but unknown.